Manufacturer narrative:
Although the primary complaint was confirmed during archive data review of the returned autopulse, the device was found to function as intended. On the presumed event date (B)(6) the archive recorded a user advisory (ua) 2. The ua 2 typically occurs when the load sensors do not see the expected increase in load because the patient was misaligned or have moved from the original position or the lifeband is opened. The archive data revealed the take-up target and the confirmed size of the patient/object (on 03/03/2017) was too small and light in weight during the take-up. Therefore, causing the autopulse to stop compression. Unrelated to the complaint, to ensure the autopulse is functional without issue, the clutch plate was deburred. The autopulse passed functional testing with no faults found. The load cell characterization test also confirmed both load cell modules are functioning within the specification. The autopulse platform is a reusable device and was manufactured on 04/19/2016. Based on the investigation, the autopulse performed as intended on the event date and met all specifications during our investigation. Additionally, the autopulse user guide provides instructions that guide the operator to follow general steps to troubleshoot advisories and faults. If they are unable to clear the indicators, the customer is instructed to call zoll.

Event description:
While testing on a mannequin during shift check, it was reported that the autopulse platform (B)(4) stopped performing compressions. The reporter was unable to specify if a user advisory error message was observed and what troubleshooting measures they performed. No further information was provided.